Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic tension-free repair of right indirect inguinal hernia, the needle and suture detached after two stitches. The needle was replaced to continue suturing. There was no patient injury.